Manufacturer narrative:
Investigation / evaluation: it was reported by university of alberta that a catheter from a redo double lumen tpn catheter set (part number: c-tpns-7.0d-65-redo, lot number: unknown) required a repair after the catheter broke. The break happened at the patient¿s home as was reported by the patient¿s father. The father was flushing the catheter per "home routine" with heparin lock solution. It was reported a repair had previously been carried out to the large lumen of the catheter. The catheter was first placed on (B)(6) 2018 at (B)(6) hospital. The catheter was secured to the patient with a dressing and was coiled under the dressing. The patient was described as "well" and had a normal activity level when the event occurred. The parent of the patient indicated to the reporting facility the catheter was being flushed 3 times a week. A 10ml syringe was used to flush the catheter. The catheter was maintained with heparin. The location of the device failure is unknown but it was described as being "above the bifurication point" (where the catheter branches into two). A review of documentation including the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. A review of the design history file (dhf) found that the benefits of this device outweigh the risks. A review of the device history record (DHR) could not be conducted, as lot information was unable to be provided by the user facility. The evidence available indicates that the device was manufactured within specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions: silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance: after catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by the physician. If catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. A previous project was performed to determine the cause of this type of failure mode on the same product line. It was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk of device usage. The properties of silicone may result in lower material strength when compared to catheters constructed of other stronger material (e.g. Polyurethane). This lower strength leads to the potential risk of more catheter separations / leakages due to a variety of causes. The benefits of the catheter constructed of silicone include softer feel for greater patient comfort, longer-term biocompatibility, ability to repair outside the body, and is less thrombogenic than polyethylene or pvc. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04aug2020 regarding patient and event details. A 10ml syringe was used to flush the catheter. The repair site was reported to be "above previous breaks". The catheter was originally placed on (B)(6) 2018. The device was secured to the patient with a dressing and coiling under dressing. The malfunction happened at the patient's home while the patient was reported to be well with a normal activity level. The device was flushed by the patient's parent at home 3 times a week. The device is always maintained with heparin. The device failed above the bifurcation. Upon observation of the catheter, it was noted that it had previously been repaired, however it is unknown if this repair was previously reported. The device used for the repair was a cook tpn catheter repair set, lot#: 9695284.

Manufacturer narrative:
This device is not sold in the u.s.; however, it is considered similar to cook piccs (upic[d][t]s-) and cvcs (c-ud[t][q]lm[y]-), which are sold in the u.s. Occupation: sr. Clinical risk advisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a catheter repair was necessary after a redo double lumen tpn catheter set broke. The patient's father discovered the break at home as he was flushing the line with heparin lock flush solution per "home routine". The line had been previously repaired at the device's large lumen. No adverse effects to the patient were reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.